Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiffs attorney alleged that the patient experienced sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.